Event description:
It was reported that the patient underwent an explant procedure due to discomfort in the legs. The patient was doing well postoperatively. All explanted device components will not be returned as they were not released by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: (B)(4).